Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed inspection for missing screw seating in housing. Occasional damage to wcd components is foreseeable due to rough handling in the home use environment. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.

Manufacturer narrative:
This file was originally submitted on 07/16/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient's nurse called in to report that the monitor is stuck at the boot up phase and will not fully boot. Troubleshooting not successful. The inability to boot up indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.